Manufacturer narrative:
The customer's reported complaint of "the thermogard xp ivtm system (sn (B)(4) displayed a tcmid:05 (coolant diff failure) error message" was confirmed based on the event log review and during functional testing. The root cause for error message was the defective lm34 a/b temperature sensor, likely due to the age of the device. The console was manufactured 03/2019. During visual inspection of the thermogard console, unrelated to the reported complaint, the assembly top lid was cracked at the air trap hole and the pump lid was cracked. The possible root cause of this damage is mishandling. Also, unrelated to the reported complaint, the white rollers were worn, and the window display had air bubbles. The probable root cause of the observed damages is wear and tear. The white rollers and window display were replaced to remedy the issues. The event log review indicated three tcmid:05 error messages, thus confirming the reported complaint. Three tcmid: 07 (coolant temp high) errors were also observed, unrelated to the reported complaint. The root cause for both error messages was the defective lm34 a/b temperature sensor. The thermogard xp ivtm system failed functional testing due to the displayed tcmid: 05 error message, thus confirming the reported complaint. The lm34 a/b sensor was replaced to remedy the reported complaint. During service, the system labels and the display head fireware were updated to current part revisions and software version 2.05 a. Following service, the console was placed in a burn-in test for three days. The thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system with sn (B)(4).

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(4) displayed a tcmid:05 (coolant diff failure) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.